Event description:
Related manufacturer reference number: 1627487-2019-14107, related manufacturer reference number: 1627487-2020-00522. It was reported that the patient had an infection. As a result, the patient underwent a surgical washout at the lead site on (B)(6) 2019. Patient was administered antibiotics but the infection did not resolve. As a result, the patient underwent a system explant on (B)(6) 2019. Patient was administered oral antibiotics following the procedure.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.